Manufacturer narrative:
Product analysis is pending. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted three months post implant, due to high pacing thresholds. Subsequently, a different lead same model was successfully implanted. The rv lead was returned. No adverse patient effects were reported.

Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that this right ventricular (rv) lead was explanted three months post implant, due to high pacing thresholds. Subsequently, a different lead same model was successfully implanted. The rv lead was returned. No adverse patient effects were reported.